Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided the customer with a replacement pump featuring updated software and advised them on storage mode instructions and sensor usage. The customer was informed about the steps required upon receiving the replacement and understood the need to return the problematic pump using the provided return box and pre-paid label.